Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported complaint. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a 3.0x15mm nc trek dilatation catheter advanced to the circumflex (cx) coronary artery, re-stenosed lesion without issue. During initial inflation, to 6 atmospheres (atm), the balloon ruptured. The device was removed from the anatomy and another device was used in replacement. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.